Event description:
On (B)(6) 2010, patient reported her blood glucose was elevated on primary infusion device. Blood glucose elevated above 500 mg/dl and target blood glucose is 100 mg/dl. Patient increased basal delivery by 200% and delivered correction boluses through infusion device and injections. This began on (B)(6) 2010, and blood glucose remained elevated on primary infusion device. Patient switched to backup infusion device on (B)(6) 2010, and blood glucose returned to normal range. Patient went back to primary pump and blood glucose elevated again. Patient restarted backup pump and blood glucose readings returned to normal. Patient remains on backup infusion device, and she was unable to provide exact times of when she switched infusion devices. Time and basal rates are set correctly. Patient changes insulin cartridge and infusion tubing per manufacturer recommendation. Advised patient on manufacturer recommendation for infusion headset and adapter. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.